Manufacturer narrative:
There is no additional information for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image with the 180 series scopes. This was attributed to the patient board set that was found to be faulty.

Event description:
As reported for this event, during set up for a therapeutic procedure, the device yielded no image. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. After confirming the change history of the parts regarding the event in which the image is not displayed, it was found that the design change of the dr board was performed on april 16, 2018. It has been unknown whether the design change is related to the event pointed out. About six years have passed since the device was manufactured and it is likely that deterioration of components on the patient board set or an accidental failure occurred. The patient board set performs endoscope control, image reading, and preprocessing and if it does not function, the image disappears.